Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced difficulty locking a cartridge into the ilet during a full supply change, after which the user replaced the cartridge and connector piece and successfully completed the supply change without further issues. Symptoms included no adverse clinical effects. Outcomes included no alarms, no alerts, no medical intervention, and no hospitalization. Investigation included user troubleshooting and education by phone. Investigation of this case revealed that the issue was resolved by replacing the cartridge and connector piece, and no device damage was reported. It was concluded, based on previously established findings for similar reports, that the cause was user technique or component fitment issue not reproducible after replacement.